Event description:
Event description cpi received information that this transvenous defibrillation lead was repositioned in august due to noise which led to inappropriate shocks and non sustained episodes. The lead was reposition and the issue was solved. The patient then developed high thresholds so this lead was extracted. A new lead was implanted with no issue.